Event description:
Ous MDR - after an implant duration of about 32 months, inappropriate shocks were reported via home monitoring. Other than the inappropriate shocks, no adverse pt side effects have been reported. The device was explanted.